Event description:
It was reported that during a low anterior resection procedure, at the start of the procedure, as the surgeon was starting to dissect the splenic flexure, it was reported that the minimum button on the device was not working. They therefore replaced the device with a new unit. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the min hand control button was not functional. However, the device did activate when tested with the foot switch. The device was disassembled to inspect the internal components. The electrical traces of the min hand activation buttons were found to be damaged. This resulted in the hand activation buttons to be non-functional. No conclusion could be reached as to what caused the damaged to the hand activation buttons.